Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test and self test. Device was programmed with a test guardian link transmitter and a 240 mg/dl glucose sensor simulator. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. All buttons functioning properly. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer stated they did not press a button down for 3 minutes or longer. Customer's blood glucose was 8.8 mmol/l. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.